Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed mildly tortuous heavily calcified eccentric de novo lesion in the distal right coronary artery. The 2.0x20mm tenku rx balloon dilation catheter was used for pre-dilatation; however, the balloon ruptured at 14 atmospheres at 30 seconds during the second inflation. There had been resistance during advancement to the lesion due to the anatomy. An unspecified stent was implanted to complete the procedure. There was no clinically significant delay in procedure. There were no adverse patient effects. No additionally information was provided.